Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 09july2019. The field service engineer evaluated (fse) the device noted the respiratory port test did not pass. The fse replaced the flow sensor assembly to resolve this issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported ventilator/self-checking did not pass self check. The device was not being used for treatment when the reported event occurred. Thus, this event does not pose a risk to the patient for injury or death.